Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) came in with a reported problem of ¿issue with insertion axis.¿ the unit was confirmed via related notification and replicated in-house. The usm was tested on the system in normal mode where it failed for a damaged rolling loop assembly. It also failed sensor check for insertion joint center. The guide springs were removed from the rolling loop assembly and the unit passed all other related tests.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during preventive maintenance, intuitive surgical (is) field service engineer (fse) replaced the universal surgical manipulator (usm) due to issue with insertion. There was no patient involvement. Isi followed up with the initial reporter and obtained the following additional information: due to the issue inside the usm, we could have unexpected motion as sometimes the insertion axis could be hard to move. The usm replacement was not due to the insertion axis linear rail, the issue came from inside the usm.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The fse replaced the universal surgical manipulator (usm). An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.